Event description:
It was reported that (1) hp052 was used during an unknown procedure. It was reported by the affiliate that the instrument emitted an error alarm. Opened another device to complete the case. No adverse pt outcome.